Event description:
Additional information received reported poor communication and a poor communication message on the patient programmer. Communication was not possible using the implantable neurostimulator recharger (insr). It was unknown the last time the patient felt stimulation. The last successful recharge session was around (B)(6) 2015. The patient had difficulties recharging his implant, so he got frustrated and stopped charging altogether. An overdischarge was considered. Further information was reported that the patient was in the emergency room and needed a manufacturer representative to fix his issue with the implantable neurostimulator (ins). The patient needed a manufacturer representative to conduct a trickle charge. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was not holding a charge as much and was not working properly. This issue had been present since 2015. Due to these issues the patient had not charged in a month. The patient noted that they did have a bad fall in (B)(6) 2015. The patient was indicated for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a shocking sensation at his implant site. It felt like contractions in his lower back and this had happened twice in one day, even with his stimulation off. It was later reported the patient was at the emergency room and wanted to get in touch with a manufacturer representative to fix his issue or to get the device out of his body. Since (B)(6) 2016, he had been in unnecessary pain from the device. The patient also had a cardiac monitor implanted very recently in (B)(6) 2015 and it was not known for sure if he was receiving any kind of shocking or jolting from that. The patient contacted his healthcare professional to contact a rep to interrogate the device. The patient was indicated for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s battery had been dead for a while, about 4 months. The patient needed an MRI of the head, which was not related to patient¿s device or therapy. The patient stated the device was 100 percent dead and they needed to restore the battery because the patient needed an MRI. It was reviewed that it was not recommended that a patient perform a trickle charge on their own and that an hcp or representative should be present. Additional information received from manufacturer representative reported that the patient was trickle charging and was on his third trickle charge. The patient had not charged in a while. Additional information was received from the manufacturer representative. It was reported that the patient did not specify why he was not charging his unit. An overdischarge was confirmed and the battery was charged. The patient did complain that the battery dies too quickly. The immediately issue was resolved. There was no negative outcome for the patient, as he was able to place his ins into MRI mode. Information was received from a consumer via a manufacturer representative on 2019-feb-21. It was reported that the battery did not last long enough and was dead since june 2018. The patient had visited their new health care provider (hcp) but the jumpstart was not success ful. It was reported that the patient had this device jumpstarted twice before. Once was at the hospital and once was in the emergency room. It was confirmed that of the 2, only the hospital stay was related to the device when the patient was having spasms and shocking. The placement of the battery and wires were checked. It was confirmed that the wires moved from a parallel position to a "v" position. The last jumpstart was performed and the charge only lasted 45 minutes. The implantable neurostimulator (ins) was reported to have only lasted 4 years when the patient thought it would last 10 years. It was mentioned that the hcp may remove the device. No further complications were reported.